Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg implantable defibrillator - (B)(6) 2012. (B)(4).

Event description:
It was reported that both the atrial and right ventricular (rv) leads exhibited noise, which would occur at the same time each morning. It was suspected to be interference from an air conditioner. Six weeks later, the leads were both continuing to exhibit noise, and the atrial lead would exhibit noise during patient arm movements. The leads remain in use. No patient complications have been reported as a result of this event.